Event description:
It was reported that a micro-introducer was found uneven and unable to use in the process of catheter placement. No other information was provided. It was reported this occurred with 3 devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged sheath is confirmed and appears to be manufacturing related. One 4.5 fr x 10 cm microez microintroducer was returned for evaluation. Blood residue was visible on the dilator and sheath. Microscopic observation of the sheath tip revealed a longitudinal split and a point of deformation. The split edges are straight and even. The deformed region appears to be bunched inwards. The deformation damage appears to have occurred due to advancement against resistance; however, the presence of a split may have been a contributing factor in the reported complication during insertion. Damage during the manufacturing process, characteristics of the raw material, and storage conditions outside bd control may have been potential causes of the observed split at the sheath tip. Bd is working closely with the manufacturing facility to prevent reoccurrence of the alleged event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redv1130 showed six other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that a micro-introducer was found uneven and unable to use in the process of catheter placement. No other information was provided. It was reported this occurred with 3 devices. This report addresses the first device.